Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging the meter was reading inaccurately high as compared to another meter. The patient reported blood glucose result of ¿106 mg/dl¿ with the subject meter and ¿79 mg/dl¿ on another meter (ultra2), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (07/02/2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/27/2014 with the following findings:the meter passed all testing with no faults found. The strip simultor and control solution tests passed and results met specification. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014).the patient¿s test strips #3477584 and #3555801 have been returned on 4/16/2014 and evaluated by lifescan product analysis on 4/29/2014 with the following findings:the test strips #3477584 and #3555801 passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.